Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09384. It was reported that a rotawire tip detached and remained inside the patient. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire was advanced to a small branch of the lad and a rotablator burr was advanced for rotational atherectomy. During the procedure, the burr cut off the tip of the rotawire. The tip moved distal in the branch. The physician attempted to snare the tip from the branch, however ,this was unsuccessful. It was decided to leave the tip in the patient as this distal branch was considered insignificant. The procedure was completed with another rotawire and rotablator burr. There were no further patient complications reported and the patient's condition was stable.